Manufacturer narrative:
Exact date unknown, event occurred early in (B)(6) 2022.

Event description:
It was reported that the patients ipg had slipped down in her pocket to an uncomfortable position. The patient underwent an ipg relocation. The device was remained implanted. The patient was doing well postoperatively.